Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure (blackout) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the scope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue, including the black out was due to an electronic issue, and dust inside the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It reported that the subject device presented a blackout during an unspecified procedure, and no video image display before examination. There were no reports of patient harm.